Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The the user alleged visualization of particles. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found evidence of wear and tear around display. The air inlet filter was present and appeared to be mostly free of dust/contamination. Unidentified contamination was observed on the bottom of the device towards the side that the humidifier connects to. One of the rubber feet near the contamination was missing. Further unidentified contamination was observed on the side of the device that mates with the humidifier. The manufacturer visually inspected the device internally and found dust contamination throughout the device internals. Moderate dust contamination was observed in the blower and on the impeller. Sound abatement foam did not appear to have degraded and returned to original shape when compressed. Sound abatement foam did have heavier dust contamination than the rest of the device. Microscopic review showed two contaminants distinctly different from the dust contamination. The first is a semi-transparent slightly yellowed solid contaminant. The second is what appears to be a mostly white colored organic tuft, possibly a type of mold. Took out the mold cause we are not sure if it is. Many fiber contaminants were observed as well. The device's event logs were downloaded and reviewed. The manufacturer found evidence of 32 errors occurring. The manufacturer concludes there was no evidence of sound abatement foam degradation. The device has evidence of contaminants on the surface of the sound abatement foam. The presence of dust throughout the entire airpath, especially at the air inlet behind where the filter would sit, which is consistent with the source of contamination being external.